Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted. The patient was in stable condition.